Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-13218. It was reported that the patient experienced ineffective stimulation with their drg system due to high impedance values on all contacts reportedly, x-rays were taken yielding normal results. Reprogramming could not resolve the issue. As a result, surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2018-13218.